Event description:
It was reported that a spectrum pump had an inoperable soft key. During baxter's functional testing of the device, it was discovered that the keypad was malfunctioning, and column three keys were acting as column 4 keys. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval experienced the reported symptom "keypad that is inoperable." Confirmed keypad output anomalies. Eval found column 3 keys acting as column 4 keys, caused by a failed keypad. This failure mode does not provide any user opportunities to select care area or enter delivery parameters. The remaining keys were functioning as expected. The failed keypad was replaced.